Manufacturer narrative:
Unit returned to spectrum medical for investigation. Evidence of external damage found. Further investigation confirmed that the reported issues is a result of broken sensor housing due to accidental damage.

Event description:
User reported that during use of the quantum noticed the lack of functionality of the level sensor (B)(6) perfusionist used a different sensor to terminate the procedure. There was no patient harm as a result of this suspected malfunction.

Manufacturer narrative:
Conclusion awaiting completion of investigation.

Event description:
User reported that during use of the quantum noticed the lack of functionality of the level sensor (B)(6). Perfusionist used a different sensor to terminate the procedure. There was no patient harm as a result of this suspected malfunction.